Event description:
It was reported the battery was discharged a couple of weeks following implant surgery. The pt had just been cleared to recharge; however, the pt was unable to recharge. The pt was seen by manufacturer representative for extensive troubleshooting. Coupling issues during recharge were reported. X-ray revealed the stimulator was buried very deep and flipped sideways / slightly tilted. The representative was unable to reprogram or check impedances due to the battery being discharged. The pt attempted to recharge the stimulator for approx 7 hours total. The battery icon was pulsing, not advancing. The pt used the antenna locate feature, but still received no coupling bars. The pt had some swelling. The physician recommended recharging in a week after some of the swelling decreased. Revision surgery was performed about two weeks later. The stimulator was repositioned in the stimulator pocket and secured with suture. The pt was able to charge the stimulator and the appropriate stimulation was achieved.

Manufacturer narrative:
.